Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly and met all specifications. The root cause could not be determined as engineering was unable to replicate the incident. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
"This is a complaint from the market. The physician found a fragment of septum inside the patient toward the end of ladg using multiple trocars. The fragment was retrieved immediately but the model name could not be identified. The operation was successfully completed with no patient injury. Patient status - no patient injury. Five (5) of the event units below were returned to olympus with a black fragment: c0r47 (x1), cfr73 (x2) and cfr03 (x2). Upon inspection, one of the cfr73s was found to have two missing parts at the septum, which did not match the fragment. The other cfr73 had no visual damage. Please analyze this complaint phenomenon and review the device history record of the units." (B)(4). Patient status - "no patient injury."